Manufacturer narrative:
The pump was received with a blank display due to a corroded lcd board. Unable to verify the missing segments, intermittent buttons or partial display due to the blank display. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had partial segments and blank display. The customer's blood glucose level was 76mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.